Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose. Customer¿s blood glucose level was 300 mg/dl. Customer woke up today with blood glucose level of 150 mg/dl, so he ate without delivering bolus. Customer said he had high blood glucose because of it. Customer also mentioned that he may not be able to take his anxiety medication for the last three days when the high blood glucose event started which could also cause the issue. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump and had a manual injection as a back up plan. Customer mentioned that they had positive result in ketones. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report, customer does allege insulin pump was under delivering. The insulin pump was not returned for analysis.